Event description:
Device was reported as having high fluctuating stimulation noted during examination of unit prior to treatment use. The clinic reported no pt injury.

Manufacturer narrative:
Could not duplicate the malfunction. However, the lead wires were noted to be excessively work and degraded. Unit user literature informs the end user to inspect the unit, including the lead wires.